Manufacturer narrative:
Review of procedure ID #(B)(4) scheimpflug imaging shows corneal haze in a region of where the capsulotomy was made leading to possible tags in that location of the capsule button. The capsule tear may have occurred during the cataract removal portion of the procedure system functioned as designed. No further clinical follow-up required.

Event description:
On (B)(6) 2025, cas reported that the clinic (B)(6) had reported to him that they encountered capsule tears during three cases.